Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the left ventricular lead was intermittently capturing. Programming changes were implemented. The asymptomatic patient was in stable condition.